Event description:
It was reported that the insulin pump turned off and restarted unexpectedly. The display also reportedly went blank. The blood glucose reading was 236 mg/dl. The customer's mother stated that the insulin pump had been stored without a battery for an extended period of time. Upon troubleshooting, it was found that the insulin pump passed the self test. Advised reprogramming of the device. The customer's mother stated that in the night, her daughter experienced fluctuating blood glucose levels. She also noted that 2 or 3 reset alarms occurred but the alarm history only listed one occurrence. Advised the caller that troubleshooting could not be completed without the customer being present with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.